Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had received a compromised force sensor system alarm on the insulin pump. Customer was attempting to prime when he received the error. Customer stated that the insulin was squirting out during the manual prime process and he was unable to exit the preparing to prime loop. Customer stated that the rewind message occurred after an alarm or alert. Customer reported that he was stuck in the rewind complete/bolus delivery loop. Customer stated that the drive support cap was protruded. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer stated that he changed his infusion set and that he was unsure of how to deliver insulin since it has been a long time since he had to do shots. Customer mentioned that the drive support shaft was also loose. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor also, with severely scratched display window. The insulin pump passed rewind, basic occlusion and displacement tests. No a33 alarm noted. The insulin pump has cracked battery tube thread and cracked reservoir tube lip noted. The drive support cap was inspected and no anomaly was noted.